Event description:
The account stated that a (B)(6) axsym hcv result of (B)(6) was generated on a patient that was reactive at another hospital. 1st sample (B)(6). 2nd sample (B)(6). 1st and 2nd result were obtained from the original hospital. Result obtained at (B)(6) hospital (as a confirmation crosscheck) (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 3b44 that has a similar product distributed in the us, list number 5c36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A retained kit of axsym hcv version 3.0 reagent, list number 3b44-20, lot number 15668lf00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, sensitivity panels, core only, c100 only, 33c only and ns5 only were tested. All sensitivity panels showed that the analytical sensitivity of axsym hcv version 3.0, list number 3b44-20, lot number 15668lf00 is within acceptable performance range. Seroconversion hcv panels from zeptometrix (9041 and 9045) were used to assess the clinical sensitivity of axsym hcv version 3.0, list number 3b44-20, lot number 15668lf00. Data obtained for seroconversion hcv panels from zeptometrix (9041 and 9045) were compared to manufacturer's data analyzed with axsym hcv version 3.0. Lot number 15668lf00 detected the same first reactive bleed for seroconversion hcv panels from zeptometrix 9041 and 9045. Based on the data it was shown that the sensitivity performance is not adversely affected. Customer complaint data was reviewed and no adverse trends were identified. The axsym hcv reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.